Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/12/2013 with the following results: confirmed the ok and up button show an intermittent response and contrast button is completely unresponsive. The keypad is not visibly damaged. Removed the keypad and found contamination under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Here's no visible damage to the keypad. The ok and up button show an intermittent response and contrast button is completely unresponsive. The down button responds properly. Removed the keypad and found contamination under all button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.